Event description:
The manufacturer's representative reported that the patient had been to the emergency room, experiencing "withdrawal", no specific symptoms reported. The patient had recently moved and was having difficulty finding a new hcp to manage the pump. He was able to see another hcp who prescribed oral medications, stopped the pump and turned the alarm off in the interim. No device troubleshooting was performed at this time. The patient is "doing ok" but pain control is not as good with the oral medications. A follow-up report will be sent if additonal information becomes available.